Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was discarded by customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during posterior cervical fusion procedure while creating a pilot hole for screw insertion in the cervical spine, the tip of the bur broke. No patient impact reported. It was also reported that there was an intervention performed as broken tip of the bur was located inside the patient body, suctioned, and retrieved. There was 10 minutes procedure extension due to the occurrence of a defect. The procedure was completed with backup product. On additional follow up there was no patient or staff impact associated in this event.